Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable and modular cable intact and properly connected at the inline connector. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief properly engaged to the graft attachment. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. The files captured a decrease in flow on (B)(6) 2023 that was consistent with the reported patient decline and subsequent death. It is unknown if the flow decline was associated with any low flow hazard alarms as there is no controller event data available for review. The files were otherwise unremarkable. The pump appeared to function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, "introduction", lists multiple organ failures/dysfunctions and peripheral thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, this section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was critically ill, implanted with both a left ventricular assist device (lvad) and a non-abbott right ventricular assist device (rvad) on (B)(6) 2023. The patient was also on continuous renal replacement therapy (crrt) and mechanical ventilatory support in the setting of multifactorial shock and multisystem organ failure. The patient also had progressive metabolic acidosis. The patient required continuous sedatives, norepinephrine and vasodilators for hemodynamic support. The patient's renal and right heart failure were noted to both be pre-existing conditions prior to their lvad implant. On (B)(6) 2023, the patient was taken off of crrt due to a cartridge clot. The patient lost all flow in both their lvad and rvad around 12:00 on (B)(6) 2023; their flow had been in the mid 2.0 lpm range and had suddenly dropped; the cause of the loss of flow could not be determined. Their mean arterial pressure (map) had dropped into the 20's by 12:50. The patient was pronounced dead at 13:23 on (B)(6) 2023. The death was not considered to be device related and the device operated as expected.